Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). (B)(4). What is the procedure name? No information. What is the procedure date? 12th october. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? No. If medication was required, please clarify if it was prescribed by a physician.? No. What is the most current patient status? Not known. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2021-10914.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle came off of the swage. No adverse patient consequences were reported. Additional information was requested.